Event description:
It was reported that following pump replacement the patient experienced grand mal seizures. The event occurred approximately 2 years prior to the report. The device system delivered compounded baclofen. No further information was available at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).